Event description:
Patient was hooked on (B)(6) 2011 and it was found on (B)(6) 2011 that there was leakage in the capsule. The balloon did not burst but there was liquid inside the capsule and there was white 5-fu (5-flourouracil) crystallization formed around the rim. It leaked outside into the bag and on to the patient.